Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a in situ bypass from the common femoral artery to the popliteal artery using a lantern delivery microcatheter (lantern), non-penumbra diagnostic catheter, and a non-penumbra sheath. It was noted that the patient¿s anatomy was heavily tortuous and calcified. During the procedure, the physician had difficulty advancing the lantern through a tight turn within the diagnostic catheter. Therefore, the physician removed the lantern and noticed on the back table that the lantern had multiple loops. It was also reported that the hospital technologist noticed the lantern to be ovalized towards the hub where the physician was torqueing the microcatheter. The procedure was completed using a new lantern with the same diagnostic catheter and sheath. There was no report of an adverse effect to the patient.